Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received in backup mode with normal telemetry communication. Analysis of the device image indicated the cause of backup mode was consistent with an anomalous integrated circuit on the hybrid, which turned the device into reset mode. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed did not identify any functional issues. Anomalous error and backup condition could not be reproduced. Assessment of total projected longevity was performed and found the battery depletion was normal based on the device usage.

Event description:
During a clinic follow-up, the device was observed to be in backup (bvvi) mode due to an unknown cause. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.